Manufacturer narrative:
A ge representative evaluated the system and cleaned the camera. System operates as intended. (B) (4).

Event description:
The customer reported a blemish in images. No pt injury was reported.